Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 200 mg/dl. During troubleshooting, it was found that the insulin pump had possibly been in the same room during magnetic resonance imaging that took place on (B)(6) 2015. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.